Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, low sensing and high threshold were observed. X-ray revealed the lead was dislodged. The lead was successfully repositioned. Patient condition was good after the event.